Manufacturer narrative:
Please retract this report 2017865-2013-04903 the same issue was reported as 2017865-2013-04729.

Event description:
It was reported that the patient presented to the clinic complaining of presyncope. Noise was observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.